Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015 - additional information was received from a healthcare provider (hcp) indicated the patient was receiving lioresal 2000 mcg/ml (dose 375 mcg/day). Diagnostics performed included a complete blood count (elevated white blood cell count) and fever to 102 degrees. Antibiotics were started and the device was explanted. The infection had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of lioresal (unknown dose and concentration) in an implantable infusion pump for intractable spasticity and cerebral palsy. A infection was suspected in the device pocket. Records indicate the pump was implanted on(B)(6) 2015, but the catheter was implanted on (B)(6) 2015. The patient experienced fever and the wound appearance was poor. The issue was not resolved at the time of the report. It was stated explant was planned, but it was unknown if a date was scheduled. Additional information was requested from the hcp regarding drug information, what diagnostics were performed in the suspected infection, what actions/interventions were taken, and it the infection resolved. Please refer to mfg. Report # 3004209178-2015-17274 regarding the reason for catheter revision.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-may-05. It was reported that starting (B)(6) 2015 the patient had a complete pump and catheter explant due to infection. It was indicated that none of the devices would be returned as they were discarded and they would not be replaced. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed were unknown. At the time of the report the issue was resolved. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. The patient status at the time of the report was asked but unknown. No further complications were reported or anticipated.